Event description:
Pt presented for both tooth extraction with a severe buccal and submandibular space infection present. The tooth was extracted; details of treatment for infection were not provided by the clinician. The implant was placed on (B)(6), 2011, and removed on (B)(6), 2011; pt again had a severe infection. The pt was hospitalized and placed on intravenous antibiotics for treatment of the infection.

Manufacturer narrative:
Upon inspection, it was determined that the implant had been manufactured to call specs. The clinician's narrative indicating a pre-existing infection and removal of the implant within 4 days of placement indicates that the previously diagnosed. Infection had not been completely erradicated at implant placement. It is apparent that the alleged 'life-threatening' infection was present prior to implant placement and was not caused by placement of the biohorizons implant.